Event description:
Bayer case number: (B)(4). Irregular period [irregular periods] vaginal burning [vaginal burning sensation] loss of libido [loss of libido] depression [depression] breast pain [breast pain] headaches [headache] chronic fatigue [chronic fatigue] tinnitus [tinnitus] heavy leg [heaviness in leg] perimenopause [perimenopause] joint pain [joint pain] exposed to toxicity of metals present in the devic [metal poisoning]. Case narrative: the below report was received by health authority (reference number: (B)(4)) on 21-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of menstruation irregular ("irregular period") in a 38-year-old female patient who had essure inserted (lot no. D30804) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2017 she experienced menstruation irregular (seriousness criterion medically important), vulvovaginal burning sensation ("vaginal burning"), loss of libido ("loss of libido"), depression ("depression"), breast pain ("breast pain"), headache ("headaches"), fatigue ("chronic fatigue"), tinnitus ("tinnitus") and limb discomfort ("heavy leg"). In 2019 she experienced menopause ("perimenopause") and arthralgia ("joint pain"). On unknown date she experienced metal poisoning ("exposed to toxicity of metals present in the devic"). Essure treatment was not changed. At the time of the report, the fatigue, arthralgia and metal poisoning had not resolved. The outcomes for menstruation irregular, loss of libido, depression, breast pain, headache, tinnitus, limb discomfort and menopause were unknown. No causality assessment was received for essure with regard to vulvovaginal burning sensation, loss of libido, depression, menstruation irregular, breast pain, headache, fatigue, tinnitus, limb discomfort, menopause, arthralgia or metal poisoning. The reporter commented: current patient status: perimenopause reported before age 40, on hormone treatment for past 6 years. Persistent chronic fatigue, joint pain. Not removed, exposed to toxicity of metals present in the device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) irregular period [irregular periods] vaginal burning [vaginal burning sensation] loss of libido [loss of libido] depression [depression] breast pain [breast pain] headaches [headache] chronic fatigue [chronic fatigue] tinnitus [tinnitus] heavy leg [heaviness in leg] perimenopause [perimenopause] joint pain [joint pain] exposed to toxicity of metals present in the devic [metal poisoning]. Case narrative: the below report was received by health authority (reference number: (B)(4)) on 21-aug-2025. The most recent information was received on 29-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of menstruation irregular ("irregular period") in a 38-year-old female patient who had essure inserted (lot no. D30804) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2017 she experienced menstruation irregular (seriousness criterion medically important), vulvovaginal burning sensation ("vaginal burning"), loss of libido ("loss of libido"), depression ("depression"), breast pain ("breast pain"), headache ("headaches"), fatigue ("chronic fatigue"), tinnitus ("tinnitus") and limb discomfort ("heavy leg"). In 2019 she experienced menopause ("perimenopause") and arthralgia ("joint pain"). On unknown date she experienced metal poisoning ("exposed to toxicity of metals present in the device"). Essure treatment was not changed. At the time of the report, the fatigue, arthralgia and metal poisoning had not resolved. The outcomes for menstruation irregular, loss of libido, depression, breast pain, headache, tinnitus, limb discomfort and menopause were unknown. No causality assessment was received for essure with regard to vulvovaginal burning sensation, loss of libido, depression, menstruation irregular, breast pain, headache, fatigue, tinnitus, limb discomfort, menopause, arthralgia or metal poisoning. The reporter commented: current patient status: perimenopause reported before age 40, on hormone treatment for past 6 years. Persistent chronic fatigue, joint pain. Not removed, exposed to toxicity of metals present in the device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. Batch number_d30804, manufacture date_2014-11-30, expiration date_2017-11-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-aug-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.